Event description:
Facility reported to anspach service and repair the small battery drive is losing power. No additional information was provided.

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: (B)(6) 2013. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.